Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, manifested by "slight color change in the pd fluid", abdominal pain and vomiting. It was reported that the patient was hospitalized due to abdominal pain and vomiting. The cause of the event was not reported. The patient was treated with unknown antibiotics intraperitoneally. At the time of this report, the patient is recovering. Action take with pd therapy were not reported. No additional information is available.